Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler/heater unit was leaking from the bottom. The biomedical engineer (biomed) reported the unit was leaking from the pump and seemed to operate normally when heating, but leaked when cooling. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.